Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump builds pressure, but unable to set downstream occlusion¿ was confirmed. The pump would not register when there was an occlusion. The probable cause was the downstream occlusion (dso) sensor failed. The dso sensor was replaced to correct the issue, and the device passed all testing criteria. The device event log/alarm history was reviewed and there were no errors related to the customer complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump builds pressure, but unable to set downstream occlusion¿; during device evaluation it was found the downstream occlusion seal failed. The event occurred during testing.